Event description:
It was reported that during a percutaneous coronary intervention, the stent moved on the balloon and removal difficulties were encountered. Vascular access was obtained via the right radial artery. The 75% stenosed target lesion was located in the moderately tortuous, non-calcified distal left circumflex artery. The lesion had a diameter of 2.5mm-2.75mm and a length of 28mm-30mm. An attempt was made to advance the 2.75x28mm promus element stent to the target vessel, however, the distal tip of the device was trapped at the lesion and was unable to be advanced any further. During withdrawal of the device, the edge of the stent got caught in the guide catheter and the stent moved distally on the balloon. The physician was unable to pull back the sds into the guiding catheter. The physician removed the guide catheter, and then with the distal tip of the guide catheter expanded reinserted into the patient. The sds was then pulled back into the guide catheter and was removed. The procedure was completed with a non-bsc stent. No further patient complications were reported and the patient¿s status was good.

Event description:
It was reported that during a percutaneous coronary intervention, the stent moved on the balloon and removal difficulties were encountered. Vascular access was obtained via the right radial artery. The 75% stenosed target lesion was located in the moderately tortuous, non-calcified distal left circumflex artery. The lesion had a diameter of 2.5mm-2.75mm and a length of 28mm-30mm. An attempt was made to advance the 2.75x28mm promus element stent to the target vessel, however, the distal tip of the device was trapped at the lesion and was unable to be advanced any further. During withdrawal of the device, the edge of the stent got caught in the guide catheter and the stent moved distally on the balloon. The physician was unable to pull back the sds into the guiding catheter. The physician removed the guide catheter, and then with the distal tip of the guide catheter expanded reinserted into the patient. The sds was then pulled back into the guide catheter and was removed. The procedure was completed with a non-bsc stent. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 1.23m from the tip. The manifold was not returned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The stent had moved proximally and was also damaged. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).